Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, it was found that the battery has already exploded inside of the sterile tray before opening it. Therefore, the surgeon used an alternative same product to complete the surgery. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual inspection identified that the battery pack, cover, and batteries were deformed. The battery pack was open and several batteries had ejected the anodes. Others exhibited evidence of overheating and splitting open. Further examination of the wiring circuit found a hole through the grey wire casing, with pinch marks where it had been pinched when folding the casing into the battery case, causing two wires to short out. Functional testing could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be confirmed. The event is confirmed.